Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - france. Review of the most recent repair record determined the device failed the mesh test as the device was out of calibration and the cutter was damaged. The cutter was replaced and the device was recalibrated and resolved the reported issue. .device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cutter of the meshgraft ii complete is defective. The event timing is during surgery and there is no harm or delay reported. Another device was used to complete the procedure. Due diligence is complete and there is no additional information available. Upon investigation, the device failed the mesh test.